Event description:
The customer reported the generation of erratic ion-selective electrolytes (ise) patient results, including sodium (na), chloride (cl) and potassium (k), with anion gap issues on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer verbally indicated that sodium results were 151 mmol/l and 120 mmol/l with anion gap results of 30, -17, 0, -14.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer and identified the probable cause as a defective reference electrode. The fse replaced the reference electrode to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).